Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. This is 1 of 3 medwatch reports regarding this event. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to minimed that the customer experienced a discrepancy between the sensor glucose and blood glucose values, and a hypoglycemic event with a blood glucose value of 41 mg/dl, which was treated with glucose/carb intake with assistance from their doctors and nurses. The customer also received change sensor and sensor updating alerts. The event involved product(s) mmt-332a, mmt-396, mmt-7040a, mmt-1884l and mmt-7040a. Troubleshooting was performed for hypoglycemia event and, it was confirmed that the customer had been using the insulin pump system within 48 hours of the reported event, and the auto mode/smartguard feature was active at the time of the event. Troubleshooting was performed and it was found that the customer was taking the following medications: 1000 mg tylenol. Troubleshooting was performed for a discrepancy between the sensor glucose value of 76 mg/dl and the blood glucose value of 41 mg/dl, which was found to be not within the acceptable range. The customer further reported that insulin delivery was not suspended during this period. No further patient complications were reported. No product return is required for mmt-332a, mmt-396, mmt-7040a, mmt-1884l and mmt-7040a.